Manufacturer narrative:
In order to correct the failure, the getinge stm replaced the batteries, as they did not meet the run time specifications. The stm completed the pm and performed all calibration, functional and safety tests per factory specifications. The iabp unit was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the unit failed the battery run time test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the unit failed the battery run time test. There was no patient involvement and no adverse event was reported. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cs300 intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the unit failed the battery run time test. There was no patient involvement and no adverse event was reported.